Manufacturer narrative:
A ge svc rep performed an onsite investigation. The entry dosage was corrected. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed an error message that the fluoroscopy entry dose should be checked. No pt injury was reported.